Manufacturer narrative:
The insulin pump had normal operating currents. No unexpected battery out limit alarms occurred during testing. All buttons functioned properly during testing. However, corroded keypad traces were noted during the visual inspection. The insulin pump received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window, a cracked reservoir tube and a cracked belt clip slot.

Event description:
It was reported by the customer that their insulin pump was alarmed battery out limit and the keypad is unresponsive. Customer stated they removed and reinserted the batteries from the device but it did not resolve the issue. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).